Event description:
It was reported the patient experienced discomfort at her scs ipg pocket site. It was also reported the patient had not charged for unknown amount of time and as a result, the ipg became inoperable (confirmed with [external devices 2501 comm error]). The scs ipg was explanted, replaced with a different model and the pocket site was relocated. Date of event(s) is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.